Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a return of symptoms and when the ins was checked, it was off. The patient programmer was used to check the device and he was in the wrong group. They saw a triangle with the exclamation mark. The ins was at 2.97v. The issue was resolved. No further complications were reported/anticipated.